Event description:
It was reported that during a lap radical prostatectomy procedure, the surgeon was using the device to dissect and had been using it on and off for approx. Forty five minutes. The device then failed and an error five was initiated on the generator. They had to replace the instrument to carry on with the procedure. Upon cleaning the device to return to me, the blade fell apart. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2010.